Manufacturer narrative:
Additional info has been requested and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering eval.

Event description:
Implant surgeon of the hospital, reported via our sales rep, that he stated during the surgery that the cage was broken at the attempt of the insertion. According to his info, the surgery was completed successfully by using a replacing implant and the pt was not impaired despite of the prolongation of the surgery procedure of 5 - 10 minutes.